Event description:
It was reported that an alert was detected for left ventricular automatic threshold (lvat) suspension. Additionally, the lv lead exhibited high pacing impedance out of range. Technical services recommended to bring the patient into the clinic to evaluate a different vector, an x ray to ensure good placement and lead interface and considering turning off lvat. This lv lead remains in service and there were no adverse patient effects reported.